Event description:
It was reported that a patient undergoing a re-ablation pulmonary vein isolation procedure using the sphere 9 catheter presented to the lab in atrial flutter. Segmental pulmonary vein isolation was performed using pulsed field ablation, followed by posterior wall isolation with a roof line, inferior line, and additional posterior wall lesions using pulsed field ablation. The flutter was mapped and showed a micro reentrant circuit on the anterior wall, and radio frequency ablation was performed on the anterior wall near the septum to ablate fractionation while the patient remained in flutter. During radio frequency ablation, the blood pressure dropped to 20/22 and ventricular asystole occurred for 30 seconds after the flutter activation pattern changed. Cardiopulmonary resuscitation was administered briefly, adrenaline was given, and a temporary pacing catheter was placed in the right ventricle, after which the rhythm recovered spontaneously. Mapping then indicated mitral isthmus flutter, and anterior mitral isthmus ablation was performed using g pulsed field ablation and radiofrequency ablation, which terminated the flutter circuit. The catheter was then placed into the right atrium, a right atrial map was collected, and an "imperic cavotricuspid isthmus (cti) line" was performed; during this time another ER flutter started. Superior vena cava isolation was performed and terminated the flutter. Additional radiofrequency lesions were delivered close to the mitral annulus to check the mitral isthmus ablation line, and a second episode of ventricular asystole occurred with a shorter duration and recovered spontaneously without intervention. A transesophageal echocardiogram was performed to evaluate for mechanical issues and was reported as clear, and a coronary angiogram was performed and reported as normal. A temporary pacing wire was placed and the patient was sent to the intensive care unit. The case was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.